Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell five of six on the home choice (hc). The home patient (hp) was connected at the time of the event. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The technical service representative (tsr) assisted the hp to clear the alarm by cycling power. The tsr informed the hp of the alarm¿s meaning and the hp was going to complete therapy via a manual exchange. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.